Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion in the lcx exhibiting 90% stenosis. The device could not cross the lesion, on return to manufacturing facility it was noted that the stent had dislodged from the delivery system. It was confirmed that the stent dislodged in the lcx, the physician used guidewire to catch the stent and used another stent to recover the stent and both stents were used in the lesion. No clinical sequelae were reported. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (lesion morphology). - severe calcification, 90% stenosis. Stent dislodgement. (B)(4).